Event description:
While performing ventral hernia repair laparoscopically in the abdomen, a laparoscopic bowel grasper broke at the jaw, with the metal piece dropping down into the abdomen. The piece was found, methodical wound check was performed to retrieve the broken metal piece of the instrument, and it was removed from the patient and removed from the field. Wound check was performed a second time to check for any further pieces of instrumentation and full abdominal xray performed prior to closure revealed no metal pieces are in the abdomen (read by attending surgeon). FDA safety report ID# (B)(4).